Manufacturer narrative:
Additional information: g3, h3, h6 the device was not returned for evaluation, and the method of bone preparation employed during the procedure and the bone quality encountered were not provided. However, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03 february 2025, it was reported by a sales representative via email that an ar-2324bcc-1 bio-comp swvlk c, cld 4.75x19.1mm was reported to have failed during use. This occurred on (B)(6) 2025 in (B)(6) centre during a rotator cuff repair. It was reported that customer was inserting the implant into a medial row rotator cuff repair when the inserter disengaged prematurely. Leaving the eyelet in the pre-made hole, but the retention suture remaining in the insertion handle. Upon closer inspection, the eyelet component had snapped where it met the retention suture. The eyelet was retrieved and discarded along with the faulty inserter and anchor. A new one was inserted without issue. The case was completed successfully using a new anchor. There was case involvement.